Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was returned for analysis. Visual inspection showed decontamination to the downstream sensor and upstream sensor seal. Unable to review the device's event history log due to error code 1260 displayed on the pump. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to microprocessor unit board. As a result, the microprocessor unit board was replaced. A history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a code 1260 and 1261 error. The product fault occurred during testing.